Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided; age at time of the event unknown / not provided; patient weight unknown / not provided; additional device information unknown / not provided; premarket identification unknown / not provided; device manufacturer date unknown / not provided.

Event description:
It was reported that after implant placement, the mount got stuck inside the implant and implant had to be removed. Procedure was completed placing a new implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) implant mount 3.4mm(d) x 15mm(l) (kit item) (mmc15k) were returned for investigation (images attached in complaint). Visual evaluation of the as returned product identified signs of use. Bone debris on external threads of the implant. The mount's hex was stripped and appeared to be modified. Functional testing to recreate the reported event; verified the mount would not disengage from the implant. A pre-existing condition noted on the per was low bone density (type iii). The reported devices were located on an unknown tooth site (fdi) and were used, placed and removed on the same day. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (mmc15k) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (mmc15k) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, and functional testing device malfunction did occur, and the reported event was confirmed.